Manufacturer narrative:
Product event summary: the driveline with unknown serial number was not returned for evaluation. Review of the manufacturing documentation of the driveline could not be performed since the device serial number is unknown. The reported event could not be confirmed due to insufficient evidence. Based on the available information, a possible root cause of the reported event can be attributed to improper handling. This event was reported in the q4 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a proximal portion of the metal driveline connector became loose. The driveline remains in use. No patient complications have been reported as a result of this event. This event was reported in the q4 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.